Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. (B)(4) investigation summary: no sample or photo was provided for evaluation. Sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9234179 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Based on the investigation and with no sample analysis the symptom reported by the customer can¿t be confirmed. This is the 1st complaint. This lot was produced for 1.4mm units; this is a cpm of 0.7; we will continue monitoring the complaints of this product and lot. Root cause description: no sample or photo was provided for evaluation. Sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 needle 26x3/8 ib experienced a cracked/damaged needle hub which was noted prior to use. The following information was provided by the initial reporter: caller reported [the bottom of the needles were smashed.] Number of occurrences: [2]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: [9234179]. Did issue cause any injury? No. Did customer require medical intervention? No.